Event description:
Device malfunction: premature clip deployment/incomplete sheath splitting. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of a common femoral artery after a diagnostic procedure. Reportedly, during advancement of the thumb advancer, the clip prematurely deployed and splitting of the sheath was not complete. Location of the clip is unk. The device was removed and hemostasis was achieved using manual compression. There were no reported adverse pt effects. Though requested, no additional info is available.

Manufacturer narrative:
The device was rec'd. Investigation is not yet complete.